Event description:
A malfunction was reported after the customer removed their pump. Blood glucose level was not adversely impacted, as it remained below 500 mg/dl. Customer received pump reset information from technical support, but couldn't complete the reset due to a lack of a charging facility; follow-up was agreed upon with customer technical support when ready to proceed with the pump reset, and the situation was to be communicated with the customer's legal guardian.